Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse of a patient that made a mistake and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer service, the following was reported. On an unreported date, the patient was tired and made a mistake. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Cause of peritonitis was unknown. Treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. The nurse stated the event was related to the pd solutions. The nurse stated she thought the frangible not breaking on the dianeal bag may have caused the peritonitis. She said the patient had to set up twice and was tired and this may have caused the hospitalization. On (B)(6) 2012, gpv spoke with two peritoneal dialysis registered nurses (pdrn) regarding the peritonitis and obtained the following information. On an unreported date, the patient had a problem with the frangible on the bag (frangible not breaking) of the dianeal pd4 ambuflex 1.5% solution. The nurse clarified that the patient broke the frangible, but it remained solid and the solution was not getting through the tubing. Due to the problem with the frangible, the patient made a mistake which caused peritonitis. The nurse could not confirm if peritonitis was caused by a break in aseptic technique. However, on an unknown date, the patient was provided retraining on proper aseptic technique. On (B)(6) 2012, the patient was discharged from the hospital. A causality assessment for made a mistake was not reported.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by the patient described as patient made a mistake which caused peritonitis. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.